Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The device involved in this incident was not available for eval and investigation. Without the actual product, part number, or lot number, complete analysis cannot be conducted. I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (1303971. Rev. B.). Also, in the pt guideline insert, I-flow has provided catheter removal instructions to ensure safe removal (1305285, rev. C). It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30 days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
While physician was inserting the catheter, the catheter tip broke inside pt. The catheter tip was removed in 2009. A new catheter was inserted. Additional info from the user facility report: tip of on q pain pump catheter broke in pt while physician inserting catheter. Removed, new catheter inserted.